Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The reporter contacted lfs on behalf of her mother alleging that her mother's one touch ultra 2 meter did not power on. A medical surveillance specialist (mss) sent follow up questions to the customer care advocate (cca) and obtained the following information: the reporter mentioned that the issue first occurred at an unspecified date and time in (B) (6) 2009. The patient changed the batteries on the meter; however, issue persisted . The patient continued to take their diabetes medication on a regular basis regardless of the meter not working. The patient also did not have a back up meter to test their blood glucose. Since the meter was not working, the patient exhibited symptoms, 2-3 days after the reported issue began back in (B) (6) 2009. The patient exhibited symptoms of feeling tired, weak, and sick. The patient then took their usual dosage of diabetes medication. The symptoms still lasted for a week and because the symptoms did not go away, the patient went to the hospital and was admitted for 4 days with a blood glucose level of 500 mg/dl. The patient was treated for high blood glucose in the hospital. Prior to leaving the hospital, the patient's blood glucose was 150 mg/dl. The product was replaced. The complaint is being reported as an adverse event, since the reporter alleged that since the patient was unable to test since (B) (6) 2009, she developed symptoms for 1 week and had to be admitted in the hospital for hyperglycemia.